Event description:
On (B)(6) 2013, the patient reported the infusion tube separated from the connector during the night, and this resulted in insulin leakage and hyperglycemia of 376-385 mg/dl. Her normal blood glucose is 70-120 mg/dl, and she changed the infusion set and bolused to treat hyperglycemia. The infusion tube had been in use since (B)(6) 2013. The infusion set was replaced and requested for evaluation. Follow-up was completed on (B)(6) 2013, and she reported her blood glucose returned to normal after delivering an insulin injection. She did not require assistance from a second party or healthcare professional.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.